Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident, after having a prime anomaly. The customer was at 127 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as their reservoir was at three quarter full the previous night and was now a quarter full at the time of the call. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoirs does not leak and did not continue dripping insulin after test. (B)(4).